Manufacturer narrative:
Customer gave additional information that the issue was resolved but not how it was resolved. As such, an actual device evaluation is not performed. The device is not returned. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There was a problem in connecting the processor and the third-party monitor, so the subject device failed to transmit image signals. As the service department suggested, it is likely the connected vga adapter was not compatible with the processor. The monitor used was not made by olympus. The customer tried to connect the subject device from the dvi out, located in the rear side of the processor, to the vga adapter and notified us that images were not output to the monitor. The service department informed the customer that there were six different dvi connector formats, and the adapter that the customer was using might not be compatible. The customer said that there was a composite input terminal in the monitor. The service department told them to try the composite output of the processor in a third-party monitor.

Manufacturer narrative:
Additional information is not yet available for this event. During trouble shooting the technical assistance center (tac) specialist had advised the customer that the dvi connectors have six different formats, and the adapter being used may not be compatible. Contact informed that the third-party monitor also had a composite video input. Tac specialist directed the customer to the comp out terminal on the rear of the processor and gave instructions for procuring a composite video signal to the third-party monitor. Customer was advised that the comp out terminal is always active. Device is not returned. Supplemental report(s) will be submitted when any information becomes available.

Event description:
As reported for this event, the device was not yielding an image to the third-party monitor with a dvi out to vga adapter by utilizing dvi out on the rear of the processor. There is no reported harm to any patient.